Event description:
On (B)(6) 2013, mother reported to a company representative that the patient was in the emergency room due to hyperglycemia. Mother thought the patient had the flu but also did not think the infusion device was delivering insulin. The patient was taken off infusion device therapy. Follow-up was completed with mother, and she reported the infusion set and cartridge were changed on (B)(6) 2013. Patient woke on (B)(6) 2013 with hyperglycemia and the following readings were provided: 212, 536, 376, 335, 220, 181, 550, 246, and 89 mg/dl. Patient was given insulin and continued to use the infusion device, and his blood glucose would decrease and then increase again. His blood glucose was 369 on the morning of the report, and his target range is 80-150 mg/dl. He was taken to the emergency room on (B)(6) 2013 and was treated with IV fluids but not admitted. He was diagnosed with the flu. Mother does not believe there is a delivery issue and was assisted with restarting the infusion device. He was given new medications that do increase his blood glucose. Additional follow-up was completed on (B)(6) 2013, and mother reported the infusion set was changed on (B)(6) 2013 and the cannula was bent. She believes insulin pooled at the site and this contributed to hyperglycemia. The headset is inserted with an insertion device. His blood glucose has returned to normal since the headset was changed, and his last reading was 127 mg/dl. The alleged infusion set was discarded and will not be returned for evaluation. Patient was sent replacement product.

Manufacturer narrative:
No sample was received for evaluation. The reference samples were visually inspected and tested for flow and leak, and all test results were within specifications. The batch record for lot # 0234016 was verified and found within specifications. The complaint describing a bent soft cannula cannot be verified; the infusion set meets product specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.